Event description:
Poly wear has resulted in instability and marked osteolysis of the femur requiring revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Search of the complaints databases was not possible as the necessary product/lot code combinations were not provided. It is reported the depuy enduron liner was used in conjunction with a competitor¿s femoral implant and head. This use of the depuy device is considered off label and is not recommended. Review of provided patient x-rays by commercialized product development confirmed the depuy devices were used off label. Additional event information and investigational inputs were requested but not provided. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.